Event description:
It was reported the nurse opened the inner packaging of the implant and noted that the foam inside the inner packaging which contained the implant was sticking to the paper that had sealed it. This was shown to the doctor and it was refused to be passed to sterile field due to question of sterility of the sterile packaging. Pt was not affected at all and another implant was opened.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.